Event description:
As reported, during testing of this disposable pressure tubing with vamp, the pressure tubing detached from the reservoir connector. There was no blood loss. There was no allegation of patient injury. The device was available for evaluation; however, it has not been returned yet.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Updated section h6 (impact code), h6 (investigation findings) and h6 (investigations conclusions). No product was received for evaluation despite various attempts. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Based on the evaluation performed at the manufacturing site, there are manufacturing controls to avoid potential causes related to the reported malfunction. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.